Manufacturer narrative:
An initial investigation based on pictures provided by the customer indicates, that the user failed to follow the instructions given in the user manual. The m525 f40 was not returned into transport position before movement. It was moved while the unit was stretched out. Furthermore, the m525 f40 was pulled although it states in the user manual it shall be pushed. Moreover, one person pulled the device on the hand grips attached to the optics carrier. Also, we could identify a non-authorized modification of the device. The monitor and the monitor arm we could see on the pictures were not provided by leica microsystems. It cannot be ruled out that this modification contributed to the tipping over of the m525 f40. Further investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from china stating that on (B)(6) 2018 the m525 f40 tipped over during preparation for a neuro surgery. There was no patient / user injury reported. The surgery was performed as scheduled with the same device. A similar incident happened on (B)(6) 2018 at the same site. Both incidents were reported on (B)(6) 2018.

Manufacturer narrative:
This is a final report. An investigation based on pictures provided by the customer show, that the user failed to follow the instructions given in the user manual. The m525 f40 was not returned into transport position before movement. It was moved while the unit was stretched out. Furthermore, the m525 f40 was pulled although it states in the user manual it shall be pushed. Moreover, one person pulled the device on the hand grips attached to the optics carrier. Also, we could identify a non-authorized modification of the device. The monitor and the monitor arm we could see on the pictures were not provided by leica microsystems. A review of the customer order confirmed that no monitor was purchased from leica microsystems. It was confirmed by our selling unit in china that the monitor is a third party product which was purchased from a local company. Whenever a m525 f40 is being purchased with a monitor the configuration contains a counterweight which is being assembled into the column of the stand. In this case, since the monitor was not purchased from leica microsystems but locally, the stand did not contain the counterweight. The missing counterweight has an impact to the center of gravity. We conclude that the unauthorized modification and the user not following the instructions given in the user manual contributed to the tipping over of the m525 f40. We were informed by our selling unit in china that the hospital removed the unauthorized monitor from the m525 f40 upon their advice.